Event description:
Unomedical reference number (B)(4). Event occurred in the united state. On 03-june-2024, it was reported that device came off while patient was showering. No further information available.